Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was in emergency room due to high blood glucose level with blood glucose level was 450 mg/dl. Customer stated insulin pump and clip rail was broken. It was unknown that customer was using auto mode or not. The insulin pump will be returned for analysis.